Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported device damaged by another device and single leaflet device attachment (slda) appear to be related to procedural circumstances. The reported poor imaging was due to equipment intermittently freezing. Lastly, the reported medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced and is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, damaged by another device, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted anterior prolapse and imaging was difficult due to the equipment intermittently freezing. The first clip delivery system (cds 10205u232) was advanced to the mitral valve, and the clip was deployed. Then a second cds (10226r162) was advanced to the mitral valve; however, right before grasping, the clip became stuck in the chords. During maneuvering of the clip, the clip caused the first clip to become detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip became freed from the chordae, but a chordal rupture was observed. Therefore, the second clip was re-positioned and placed to stabilize the slda and treat the chordal rupture. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.